Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced bacterial peritonitis manifested by yellowish output. The cause of peritonitis was unknown. The patient was hospitalized and was treated with vancomycin injection (2gm, every 5th day, ongoing) and ceftazidime injection (1gm, once daily, ongoing) for peritonitis. Six days after hospital admission, the patient was discharged. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information, b5: on an unknown date, antibiotic treatment was discontinued and the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.